Event description:
The customer reported via phone call that she hospitalized on (B)(6) 2015 due to a hypoglycemic event. Her blood glucose level was 258 mg/dl. The insulin pump was not delivering insulin. The customer was wearing the insulin pump at the time of the emergency room visit. Customer experienced a high blood glucose level of 489 mg/dl. Her blood glucose level was high due to stress and took too much insulin. The customer was vomiting. She treated her blood glucose with boluses. Customer's sensor glucose reading was 57 mg/dl but her blood glucose level was 124 mg/dl. The customer's sensor and blood glucose level difference was not within an acceptable range. She also experienced a low blood glucose level. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.